Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effect will continue until we are current.

Event description:
Account alleged the head function is having an intermittent unintentional movement in the upward direction. Account replaced the pc board to resolve.